Event description:
After pt-expired, pacemaker patches were (external) removed and 4 nickel and quarter sized burn areas found on skin. Pacer had been at maximum ma for 8 hours. Burn areas with brown rims and white centers. (Necrotic).